Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# b0933854k, explanted: (B)(6)2015. Product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that during the procedure there were high impedances on spinal stimulation electrode even intraoperative direct test. Inability to stimulation. The actions taken to resolve the issue was ablation electrode surgically with re-implantation of another electrode. The issue was resolved at the time of the report. The lead will be returned to the device manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# b0933854k, explanted: (B)(6) 2015, product type: lead. Product ID: neu_ siliconeanchor, product type: accessory. Device analysis for lead (B)(4) revealed the lead body conductor broken within 10cm of connector area. The proximal end insulation environmentally assisted degradation.